Event description:
It was reported the right ventricular lead exhibited high pacing impedance and high capture thresholds. Programming changes were implemented. The patient was in stable condition.

Event description:
New information noted the right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.